Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("passing clots the size of grapefruit") in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "tubal patency." Concomitant products included medroxyprogesterone (depo provera). In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), dyspareunia ("painful intercourse"), depression ("severe depression") with impaired reasoning and emotional disorder, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("constant urinary tract infections"), vaginal infection ("vaginal infections"), female sexual dysfunction ("apareunia (inability to have sexualintercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant) in (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, rash, dyspareunia, depression, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, other relevant history, lab data, product information and concomitant drugs updated. Events added: severe depression, unable to process needed decisions, emotions way off kilter, abnormal bleeding (vaginal), menorrhagia, constant urinary tract infections, vaginal infections, apareunia (inability to have sexualintercourse), bladder or urinary problems or changes, bladder or urinary problems or changes, migraines, headaches, nausea, dysmenorrhea (cramping), fatigue, weight gain, and tubal patency. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("clotting") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed in (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, rash and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, pelvic pain and rash to be related to essure (ess205). The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.